Manufacturer narrative:
H.3 evaluation summary: the ventritex automated test system procedure was performed which verified proper bradycardia pacing, anti-tachycardia pacing, and sensing functions. Accurate high voltage charging and defibrillation output was confirmed, as well as appropriate electrogram storage. Various general parameters including the battery voltage and telemetry responses of the device were also tested and functioned appropriately. In conclusion, the company analysis found normal device characteristics.

Event description:
An arrhythmia was induced during an attempted implant. The ICD detected the arrhythmia and began to charge. External defibrillation was performed when the device continued a prolonged charge.